Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 45 mg/dl. The customer reported the insulin pump fell in the water and no moisture is visible. The current blood glucose level was unknown. The customer did treat for the low blood glucose level by drinking juice and declined troubleshooting. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.